Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corp in 2008, that a one step button initial placement gastrostomy kit device was placed on a week earlier. According to the complainant, the feeding device was "difficult to lock due to psmd rebound"; after several attempts, the device opened. The procedure was completed without patient complications. The patient's condition at the conclusion of the procedure was reported to be "good."